Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The lens was cleaned and no additional defects were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a sensar intraocular lens (iol) into the patient's operative eye a bent haptic was noted. The lens was removed from the eye requiring incision enlargement and was successfully replaced with another lens of the same model during the same procedure. There was no patient injury reported. No further information was provided.